Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of 21bbk761 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via medwatch "rn noted clamp of purple PICC line broken. Broken clamp removed and replaced with slide clamp."